Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a prostatectomy, when the surgeon needed to clip a vessel to release the prostate, the surgeon used the first clip applier, there was a snap at first use then it did not clip .when he used the second clip applier to replace the first defected one, the clip closes badly / the yellow safety is not fixed on the device. So they used a third clip applier at the request of the surgeon. There was no problem at the third time. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eight remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.